Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for unable to perform function was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode unable to perform function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 100 bd vacutainer® urine transfer straw the cannula is blocked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: fluid does not flow up the cannula and into the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-10. H.6. Investigation summary: bd received 21 samples and 2 videos for investigation. The videos were reviewed and the indicated failure mode for unable to perform function was observed. Additionally the customer samples were evaluated by visual and functional testing. The indicated failure mode for unable to perform function was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode unable to perform function based off videos but the customer¿s failure mode could not be duplicated in the returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 100 bd vacutainer® urine transfer straw the cannula is blocked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: fluid does not flow up the cannula and into the tube.